Event description:
Information was received that a patient had expired while a smiths medical tracheostomy tube was in use. It was reported the tracheal tube had been in the patient for six days and had a diagnosis of chronic obstructive lung disease, pneumonia and respiratory failure. There were no previous chest-trauma related to the admission diagnosis. Symptoms leading to the condition include respiratory distress, oxygen desaturation, subcutaneous emphysema. Performed a thoracocentesis to the right hemithorax on the suspicion of a pressure pneumothorax. Orotracheal intubation was made impossible due to a big subcutaneous emphysema also in the upper airways, therefore no tracheal tube change out occurred. The moment the patient's heart rhythm and circulation stopped, basal chest compressions were performed. It was reported there was no time to perform surgery before the patient's circulation ceased. Tracheal rupture was found postmortem.